Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step during testing. The device's machine flow sensor, 3-way solenoid valve, and active exhalation control module were replaced to address the issues. The 3-way solenoid valve and active exhalation control module were evaluated by the manufacturer's product investigation laboratory (pil) and found the 3-way solenoid valve and active exhalation control module were functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step during testing. The device's machine flow sensor, 3-way solenoid valve, and active exhalation control module were replaced to address the issues.